Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user patient called lifescan (lfs) affiliate in 2006 and alleged that his meter was reading inaccurately high. The lfs representative spoke with the patient to obtain further clarification and verify the information originally provided. The patient reported that in the morning, he obtained a result of 148 mg/dl. He took 1 unit of humalog per carbohydrate intake at breakfast. He had no symptoms at this time. The patient then tested at 11:02 a.m. And obtained a result of 354 mg/dl. Based on this result, he took 5 units of humalog. Approximately one hour later, he had a "strong headache", which reportedly lasted all day and through the eveing. He atrributes the headache to low blood glucose. He ate glucose and his lunch. He retested on his meter at 2:14 p.m. And obataine a result of 384 mg/dl. He retested on another meter that he owns and obtained a result of 148 mg/dl. He did not treat himself, as he obtained a lower result on his other meter. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient took insulin based on the meter result and later had symptoms he attributes to being hypoglycemic, for which he self-treated. A replacement meter has been sent.